Event description:
Clinical study. Same case as 6000093-2006-01551. It was reported that 8 days after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was the left anterior descending (lad) artery, which was ulcerated, eccentric, calcific, long segmental stenosis with sub total occlusion. The physician predilated the lesion and placed two taxus express2 (3.0x32mm & 3.0x24mm) drug eluting stents in the mid and proximal lad in a tandem fashion. The patient tolerated the procedure well. Less than 24 hours later, he developed bleeding in the oral cavity. The patient had congestive heart failure. Due to decreased left ventricular function after the procedure, he was intubated. He remained obtunded and could not be weaned off the ventilator. He had aggressive diuretic therapy. The patient's family decided to withdraw life support and the patient expired.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.